Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The isi fse replaced the universal surgical manipulator (usm) 1 to resolve the issue with recoverable faults. The system was tested and verified as ready for use. Isi received the usm 1 involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed and replicated the customer reported complaint. Log review confirmed the 32097 error, pointing to the rolling loop. During in-house testing, the usm triggered error 31226 pointing to the rolling loop. The unit was installed on pftp and the usm failed the fiber test with the results also pointing to the rolling loop. The 31226 error is a communication fault that is sympathetic to the 32097-communication fault. The unit passed all other tests that were performed. As a fix, the rolling loop will be replaced. A procedure log review was performed. Per the review, the hysterectomy procedure was performed on (B)(6)2022, on system serial #(B)(4). A review of the site's system logs for the reported procedure date was conducted by isi technical support engineer (tse) when the customer called for support. Investigation revealed multiple errors 32097 occurred during the surgical procedure that were related to the reported complaint. This complaint is reportable due to the following: it was reported that during a da vinci-assisted hysterectomy-benign surgical procedure, arm 1 had recoverable faults. Field service engineer (fse) investigation confirmed the customer reported complaint that occurred during procedure was not resolved and the usm was replaced. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after the start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, universal surgical manipulator (usm) 1 was having recoverable fault issues. The operating room (or) staff contacted technical support to report a repeated recoverable fault. The intuitive surgical, inc. (Isi) technical service engineer (tse) viewed system event logs and found error 32097, indicating a communication error on the usm 1. The isi tse had the caller power down and hard cycle the patient side cart (psc). After the hard cycle, the system came back up without error. The operating room (or) staff was able to proceed with the case and the surgical procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) has made multiple follow-up attempts to obtain additional patient/event information. However, no further details have been received as of the date of this report.